Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to complete a baseline. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was unable to complete a baseline due to a corruption of the monitor software. The root cause for the corrupt software could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.